Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was smoking. No troubleshooting was taken. The remote monitor was disposed by the patient. No patient complications have been reported as a result of this event.